Event description:
The MFR rep reported the catheter access port came off the pump during removal of the device. The pt was having the pump replaced due to normal battery end of life. The pump had been working fine but was being replaced prophylactically due to the long implant duration (91 months). As the pump was being pulled out of the pocket, the catheter access port came off without pulling hard. The device was returned to the MFR for analysis.

Manufacturer narrative:
Final device analysis results reveal - insufficient bond of catheter access port.